Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 101 mg/dl, 337 mg/dl, and 416 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported the system displayed error code messages. No report of patient injury.